Event description:
It was reported that customer experienced repeated cartridge alarms with tandem mobi pump, including confirmed cartridge alarm 30 that did not occur during loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and had insulin pens as backup, while technical support confirmed warranty and software, arranged shipment of replacement pump, provided instructions for storage mode and device return within specified time, and advised customer to reenter pump settings and reconnect cgm on replacement pump.